Event description:
It was reported to medtronic minimed that the customer experienced blank display. The event involved product(s) mmt-1884l. Trouble shooting was performed and customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. After reconnecting the j7 connector the pump powered up successfully. The pump passed sleep current test, active current test and self test. The history download was successful using thump and carelink upload was successful. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. No damage noted on the original battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-may-2024 in the pump history file. 05/23/2024 09:38:41.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/23/2024 11:20:09.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/26/2024 14:43:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/26/2024 15:19:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/26/2024 15:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 05/28/2024 13:27:11.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/28/2024 13:37:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 05/28/2024 13:38:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 05/28/2024 13:38:16.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 05/28/2024 13:38:24.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Lostsensor1alert (780) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Blank display was confirmed during analysis due to the j7 connector being disconnected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.